Event description:
Allegedly, patient was revised due to pain; periprosthetic fracture stem; adverse soft tissue reaction to particle debris. Revision (B)(4). Side:r: primary asa: p2 - mild disease not incapacitating. Components not revised: conserve® thin shell ha coated 46mm ID 52mm od beaded (B)(4).